Event description:
It was reported the pt has lost stimulation, but the pt is unable to remember when. The pt also is unable to remember the last time he recharged the ipg. It was also reported the programmer is unable to communicate with the ipg. In turn, a replacement charging system was sent tot he pt, but was unable to communicate with the ipg also. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.